Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified .as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The caregiver did report using multiple patient extension lines (addressed in (B)(4)). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) informed the technical service representative (tsr) that the hp had three patient line extensions and they didn¿t think that the patient line was fully primed before hp was connected. The tsr advised the cg to end the therapy and to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.